Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast asymmetry and ptosis, right breast capsular contracture (baker grade IV). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 150cc gel breast prosthesis (left device) and an unspecified mentor gel breast prosthesis (right device) when the left breast prosthesis ruptured after implantation. Left breast prosthesis rupture was discovered during explantation surgery on (B)(6) 2019. In addition, the patient developed asymmetry and ptosis in the left breast, and capsular contracture (baker grade IV) in her right breast. The patient had both devices explanted and they were replaced with non mentor breast prostheses. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
Mentor received a device for this event that did not match the information that was reported to us. This device is a mentor memorygel breast implant 250cc gel breast prosthesis, catalog #3507250bc, lot #5606737, PMA #p030053, UDI # (B)(4). A response was received from the initial reporter on (B)(6) 2019 that this is the right breast prosthesis for this event. In addition, it was reported that the right breast prosthesis had ruptured. Device code 1546 ¿material rupture¿ has been added. On 06/19/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture on the right implant. During evaluation of the sample it was noticed a tear located in the union between the patch and the shell of the implant. In addition, a crease was noticed running from the anterior aspect to the patch in the posterior view. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The reported complaint was confirmed for rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).